Event description:
Nucala injections for asthma. Adult asthma. Which is progressing although have no history of smoking, inhaling chemicals or none cause. Don't have medical paperwork with me just wanted to get this in writing. FDA safety report ID #:(B)(4).